Event description:
It was reported that (2) devices were used during a laparoscopic subtotal gastrectomy. It was reported by the affiliate that the tsb45 and atg45 devices were used. The staples malformed, so the surgeon put some overstitches.